Event description:
It was reported by service report that the right side rail could not be latched upright and the toprail was broken with sharp edges. The customer could not determine whether there was patient involvement or if adverse consequences occurred.

Manufacturer narrative:
Repairs pending, waiting for po from the customer.